Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. According to the evaluation, the following was found. Olympus repair center could confirm the reported phenomenon. There were deposits on the inner circuit board. The top cover and chassis were scratched. The front panel had a failure. The rear panel had rust. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc surmised that this phenomenon attributed to the failure inner circuit board by an accidental failure. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, the user turned on the device, however, the leds of the front panel did not flash. Also, the color bar was displayed on the endoscopic image of the monitor. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.